Event description:
It was reported by service report that the motion interrupt pan was broken a the headend of the bed. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result code: motion interrupt pan broken at headend.